Event description:
It was reported that customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER several hours later with the issue resolved and no permanent damage. Reportedly, the battery gauge was fluctuating resulting in the pump shutting down. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.